Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the wound drain was the v072229 15 fr round with trocar. Trocar was too dull, would not pierce the skin, feel like they going to hurt themselves tried to push that through the skin. The tubing was very flimsy when plugged it into the bulb, that would kink at the insertion site and the bulb was slowly inflating itself that was the message came from the floor to the pa¿s/rnfa that had patients on the floor. When clamped to the bed to prevent that from fell off, feel there are micro punctures in that and would not allow the bulb to stay inflated, plastic was too fragile they were only clamping the tube to the bed at the end of the tube, not in the middle they tried cutting off the part that was clamped and that had not made any difference in the bulb slowly inflating with air, not fluid from the site. The fit of the tubing to the bulb was very loose. In the office when drains are pulled, saw clot come out at the end of the drain. Their office had seen more seromas since they had started using that drain. That was from 2 plastic surgery offices that use a lot of drains. Had the other complaints about that drain in particular? Was there room for carve out to bring back the other drain with the trocar- jp2233. They told the surgeons/ pa/ rnfa that work in these 2 offices that they would forward these concerns. If they please let them know what could done to help fix those issues, it would be appreciated. They had not heard anything about any other drains, just that one.